Event description:
It was reported that a patient underwent an unspecified breast surgery with unspecified mentor breast prostheses and suffered several unexplained systemic symptoms, including rashes, joint pain, foot pain, hip pain, lower back pain, ¿cause tendons to shred¿, puffy face, and vision changes. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation. It was reported that the patient¿s vision corrected after explant. This medwatch report is for the 1st of the patient¿s two breast prostheses. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).